Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the device was stopped working and it was in upload stop and upload retry mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was at the upload stop and in upload retry mode. A technical support specialist dialed into the station, backed up the database, and followed the knowledge article (retry - insert into purge.purgestatistics). The system functioned as intended after the technical support specialist troubleshoot the device.